Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products: associated mdrs # 1225714-2014-05002; 05003; 05004; 05005; 2937457-2014-01146 and 01147.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.